Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar lead impedance warning for high and undefined impedance and is oversensing on the atrial lead on stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.